Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment and returned battery cap were undamaged and were able to fit securely. The pump powered up to a blank display. The pump cover was removed to find a cracked eeprom component. The power issue was unable to be investigated due to the blank display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.